Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose (bg) level was ¿high¿ on continuous glucose monitor. Customer addressed their bg with a correction bolus via pump.